Manufacturer narrative:
Testing and investigation found that at power up, the device displayed "hw watchdog error" and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data got corrupted and resulted in a whitescreen. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from an unk floor with a note that stated, "broken". No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed a hw watchdog error and a whitescreen error. No additional information was provided.